Event description:
The customer reported that the battery failed to charge and the ac power led was not lit. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge and the ac power led was not lit. There was no report of pt involvement. A third party repair service technician went to the customer site and verified the failure. The ac inlet came out and one of the wires were severed. Replacement of the ac power module resolved the failure.